Manufacturer narrative:
Four opened probes were received, with tip protectors, in pouched. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter along the inner cutter. Gouge marks observed at cutting edge, and other location along the inner cutter. Orange foreign material observed along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and clear foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling, the fillet was deemed conforming. No adhesive was observed on the inner cutter. Wear marks observed along the inner cutter. Gouge marks observed at cutting edge, and other locations along the inner cutter. Orange foreign material observed at the cutting edge and along the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with light brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed at cutting edge and other locations along the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks at several locations along the inner cutter. Orange, white and clear foreign material observed on the port face. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The complaint evaluation confirm that probe sample 1, 3 and 4 had a cut failure. The evaluation also indicates that probe 2 and 4 had an actuation failure. For sample 2 the cut functionality of the probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation failure observed on probe sample 2 and 4, cut failure observed on probe sample 1 and 4, and the component detachment on probe sample 2 as well as the foreign material observed on probe samples 1, 2 and 4 is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The most likely cause for the poor cutting on probe sample 3 is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. No action has been taken by the manufacturing site as it appears that the observed actuation failure observed on sample 2 and 4 and the cut failure observed on sample 1 and 4 were due to excessive use of the probe by the user, and an exact root cause for the cut failure on probe sample 3 could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported four probes have no cutting function and aspiration was normal during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).